Event description:
It was reported that an african american female who underwent a breast augmentation primary with mentor memorygel, 650cc breast implant experienced bilateral rupture post procedure. As a result, patient underwent bilateral replacements as follow: l/ cat#: 3504004bc, sn#: (B)(4), r/ cat#: 3504004bc, sn#: (B)(4) on (B)(6) 2017. This report relates to the right prosthesis. Note: initial report was already submitted on psr q3 2017. The other event for this patient reported in manufacturer report number:1645337-2019-17823.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).